Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("positive to nickel allergy, allergy to nickel ++") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fear. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced inflammation ("generalized inflammatory reaction"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals and inflammation outcome was unknown. The reporter considered allergy to metals and inflammation to be related to essure. The reporter commented: mail from doctor on (B)(6) 2017: the patient was received in consultation in gynecology on (B)(6) 2017 panicked by essure polemic. File from doctor from 2014 to 2015: essure placed in 2013 but nickel allergy. Consultation with gynecologist on (B)(6) 2015: allergy to nickel ++. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 51 kgs. Allergy test - on (B)(6) 2015: positive to nickel. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: allergy to metals analysis in the global safety database revealed 521 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Further company follow-up with the regulatory authority, consumer or lawyer is not possible. Amendment: the report was amended on (B)(6) 2019 for the following reason: after company internal review the narrative was amended. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("positive to nickel allergy, allergy to nickel ++") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fear. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced inflammation ("generalized inflammatory reaction"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals and inflammation outcome was unknown. The reporter considered allergy to metals and inflammation to be related to essure. The reporter commented: mail from doctor on (B)(6) 2017: the patient was received in consultation in gynecology on (B)(6) 2017 panicked by essure polemic. File from doctor from (B)(6) to (B)(6) : essure placed in (B)(6) but nickel allergy. Consultation with gynecologist on (B)(6) 2015: allergy to nickel ++. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 51 kgs. Allergy test - on (B)(6) 2015: positive to nickel. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: dyspareunia analysis in the global safety database revealed 521 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Further company follow-up with the regulatory authority, consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: information received from an attorney via legal department. Reporter¿s and patient¿s details were updated. Patient had panic fear of anaesthesia. Mail from doctor on (B)(6) 2017: the patient was received in consultation in gynecology on (B)(6) 2017 panicked by essure polemic. Allergy test on (B)(6) 2015: patch test positive to nickel consultation with gynecologist on (B)(6) 2015: allergy to nickel ++. The event device removal was amended to positive to nickel allergy, allergy to nickel ++.file from doctor from (B)(6) to (B)(6) : essure placed in (B)(6) but nickel allergy. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("positive to nickel allergy, allergy to nickel ++") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gluten intolerance and parity 1. Concurrent conditions included fear. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced inflammation ("generalized inflammatory reaction"), uterine polyp ("intra-cavity polyp"), menometrorrhagia ("menometrorrhagia"), urinary tract infection ("repetitive urinary infection"), pain (""vesicle" pain") and vaginal haemorrhage ("spotting"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, inflammation, uterine polyp, menometrorrhagia, urinary tract infection, pain and vaginal haemorrhage outcome was unknown. The reporter considered allergy to metals, inflammation, menometrorrhagia, pain, urinary tract infection, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: after insertion there was 3 trailing coils on right and 4 trailing coils on left. Mail from doctor on (B)(6) 2017: the patient was received in consultation in gynecology on (B)(6) 2017 panicked by essure polemic. File from doctor from 2014 to 2015: essure placed in 2013 but nickel allergy. Consultation with gynecologist on (B)(6) 2015: allergy to nickel ++. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 51 kgs. Allergy test - on (B)(6) 2015: positive to nickel. Further company follow-up with the regulatory authority, consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new information from lawyer via legal department: details from essure insertion procedure were provided. New events reported: the patient had intra-cavity polyp and menometrorrhagia, she experienced periods for 10 days, menorrhagia for 48 hours, menstrual cycles of 21 days, and spotting. There was repetitive urinary infection, and "vesicle" pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 4 year after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced inflammation ("generalized inflammatory reaction"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and inflammation outcome was unknown. The reporter provided no causality assessment for inflammation and medical device removal with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 21-aug-2017 for the following meddra preferred terms: medical device removal. The analysis in the global safety database revealed (B)(4). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the consumer or regulatory authority is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.